Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, an alert of atrial fibrillation (af) was noted. The review of the episode did not show any further ongoing af. Also, all other af episode counters indicated no af. It was suspected that the alert was sent in error. The patient was stable.